Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin did not flow through the tubing when connected to the reservoir. The customer reported changing the reservoir resolved the issue. The customer's blood glucose was 98 mg/dl at the time of incident. The customer also reported their blood glucose rose to 400 mg/dl in two incidents. The customer stated the high blood glucose occurred because the infusion set was disconnected from the customer's body. Customer agreed to return the reservoir for analysis.